Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported the issue was resolved after reconnecting the oxygen supply. Follow-up contact was unsuccessful. This claim is being closed as no sample returned.